Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation confirmed that the device experienced a door not fully latched alarm. Evaluation determined that this was caused by a cracked pem in the front case. The front case, which contains the failed pem, was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There was no pt involvement.